Event description:
The customer reported that the system intermittently locked up, shut down, and failed to boot up as a result of a malfunctioned system interface board. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.